Event description:
It was reported that this pacemaker entered into safety mode. It was recommended to be explanted, and it has been explanted at this time. The pacemaker will be returned for analysis. No additional adverse patient effects were reported.